Event description:
The system was removed due to wound perforation and suspected infection. It was replaced with another biotronik system. System info: cylos dr-t, MDR 1028232-2008-00556, synox sx 45-jbp, MDR 1028232-2008-00557.